Event description:
An automatic endoscope reprocessing machine was found to be smoking while in use. Machine was immediately unplugged. Two gi techs were exposed to the smoke and went to the ER for treatment. Symptoms were burning throat, chest pains and headache. No medications were given, but the ER did a chest x-ray and blood work on both as a precaution. No hospitalization was required for anyone.